Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that after priming they observed air in the tubing past the filter. They stated that they had started the infusion at 9pm and the next morning they found air in the tubing. They also stated that the patient was coughing and appeared to be in distress and that they did take the patient to the emergency room. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. They stated that they were discharged from the hospital without any additional treatment. No other information was provided (B)(4).